Manufacturer narrative:
UDI: serial number unknown; (B)(4). The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the kincise replacement cap head adapter device broke. It was reported that the device was being used in a normal procedure, as impacting the femoral head, the device broke. It was further reported that the device was discarded by the sterile processing department (spd). It was reported that there were no delays to the surgical procedure as the user was able to impact with a regular impactor to set the head in. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.